Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient found it very time consuming to recharge their battery. The patient felt that it takes longer to charge the battery now and that it needs to be charged more often. They are a little worried about the function. It was indicated that the deviating impedance of the right electrode contact 9-11 have been low for several years, so nothing new has been added. Per rep review of the recharging sessions, it seemed that the patient does not spend enough time on recharging sessions. The patient charges daily but in about 15, 20, 30 minutes and does not let the battery get 100%charged. On sep-5th, they charged for about 1 hour and then got 100% charge. The hcp does not think the patient would be okay sitting 2-3 hours to recharge, and probably why they sit for a little while every day. Earlier (years ago), the patient said they didn't have to sit and charge for as long to achieve the same charge. Technical services performed a recharge interval estimation using the provided settings and therapy impedances in the session report, which the ins was estimated to drain from 100-0% in approximately 7days if ins was used 24 hours per day with same settin gs and impedance values. In addition, it was noted that contact 9 was programmed for stimulation and the patient was programmed in constant voltage. It was reviewed that this may result in a faster battery depletion and could negatively affect the recharge duration and recharge frequency of the battery. In addition, it was also reviewed that the right gpi monopolar impedance values show the exact same impedance values for contact 9 and 11 (716 ohm) and similar impedances for contact 10 (759 ohm), which could indicate an integrity issue. Additional information was received reporting that the low impedances have been present on contacts 9, 10, and 11 since 2014. It was unknown how low impedance was in 2014. From a 2019 report, it was the same kind of impedances. There were no particular events that happened prior to the low impedance. The patient noticed the change in recharge frequency and duration since july 2023. There were no particular events since the change in recharger frequency/duration. The patient does not feel any sensations. They still have very good effects with the stimulation and no return of symptoms. From the mdt data, the age of the ins is approximately 8 years and therefore, in combination with the low impedance, cannot be excluded as a factor.

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported from the hcp that the patient had tried to let dbs go down to 25% and then charge fully. They didn't think it was reasonable to let them go down to 0% given the risk of losing the treatment and that the battery had to be "woken up" at the clinic again. It took about 5 days for the battery to get down to 25% and then it took 2h and 51 min to fully charge it again. They had not met the patient at the clinic. The patient was no happy with therapy. Hcp believes that the recharging process time and cycling is normal and patient is having an effective therapy. The battery worked well with 75% energy for around 5 days and it took only less that 3 hours to recharge.

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator serial# unknown product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Regarding the impedance, since the patient is still having very good effect with the stimulation, no return of symptoms, so no actions were taken. Regarding the recharge frequency, patient has been taught how they used perform the recharging process. The low impedance and recharge frequency/duration issue is under investigations by nursing team.